Manufacturer narrative:
Result: lift sensor coil cord.

Event description:
It was reported in service report that the foot end of the bed was stuck in high height and would not lower. No pt involvement or adverse consequences were reported.